Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a follow up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the handpiece began overheating and then started smoking during an orthopaedic procedure. There was no reported pt or user injury, and the procedure was completed successfully with another device.